Manufacturer narrative:
Device history records review and mechanical evaluation of the device will be conducted.

Event description:
The company was notified on (B)(6) 2015 that after implanting the orbis valve (model # m2-025, serial # (B)(4)) the doctor observed that one of the leaflets lagged or did not open properly, even after rotating and checking that no structure was interfering with the leaflet motion. The valve was replaced with another device (type, model # and serial # were not provided).

Manufacturer narrative:
The device was not returned even after several request by means of the distributor in (B)(4). Device not returned.

Manufacturer narrative:
Device history records review and mechanical evaluation of the device will be conducted. Note: this report is being re-submitted to indicate the correction for patient identifier: it should be (B)(6), and not (B)(6). G.5 - PMA/510 (k) should be p900060/s018, and not p0900060.

Event description:
The company was notified on (B)(6) 2015 that after implanting the orbis valve (model # m2-025, serial # (B)(4)) the doctor observed that one of the leaflets lagged or did not open properly, even after rotating and checking that no structure was interfering with the leaflet motion. It was not reported what device was finally implanted.